Event description:
The patient reportedly experienced sound quality issues with her cochlear implant. External equipment was exchanged, however, the problems were not resolved. The patient will continue to be monitored by the center.